Event description:
A site representative reported a damaged pedicle probe, requested a replacement. No further details were provided, no information as to how this instrument was damaged. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement pedicle probe shipped to site (B)(4) 2013. Medtronic investigation of returned suspect probe finds that the tip of the probe is noticeably bent. However, with markers attached and fully seated, the probe returned good geometry and divot error readings. Physical damage, bent probe tip, directly caused event.